Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. No moisture damage was found inside the device. It was also received with a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked belt clip slot and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that about a month back, the insulin pump turned off and when she went to change the battery, there was moisture inside the battery compartment. She was able to turn the device back on, but stated that the display was blank again at the time of the call. Blood glucose value was 95 mg/dl. During troubleshooting, the customer found corrosion on the battery tube and cap. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.